Event description:
Covid test kits not usable. I have contacted the manufacturer and they suggested I contact you after I have given them the information. This is in regards to 2 covid test packages manufactured by quickvue. Both packages are lot number f40986 2023-02-09. Inside lot number n2b1601pm. Both packages were stored in a controlled environment. When I went to use one of them the liquid that was supposed to be in the vials had evaporated. I opened the 2nd container to find the same issue. I was hoping that I could get them replaced with 2 others. If you could let me know if that is possible I would appreciate it. Ref report: mw5148157.